Event description:
It was reported during dft testing, lower out of range high voltage lead impedance was observed. The hv impedance alert was cleared during the procedure. The shocking vector was programmed to rv to can. Dft testing and dc fibber testing were performed with success. Fluoroscopy revealed externalized conductors. The lead remains implanted. The patient condition was stable. The patient will be followed normally.

Manufacturer narrative:
(B)(4).